Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had no access to sound on the first fitting. It was confirmed that the electrode is outside of the cochlea. A surgery to re-insert the electrode was successfully performed on (B)(6) 2016.

Manufacturer narrative:
Based on the received information the electrode array was outside of cochlea at first fitting. The implant registration card points to a full insertion being achieved during implantation surgery. The reasons for the postoperative electrode migration remain unknown. A revision surgery to reinsert the electrode array was successfully performed. Patient was fitted with good results. This is a final report.

Event description:
The patient had no access to sound on the first fitting. It was confirmed that the electrode is outside of the cochlea. A surgery to re-insert the electrode was successfully performed on (B)(6) 2016.